Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection found a scratched lens and loose air detector. A review of the event history log found a high pressure alarm and cassette not attached properly. During the functional testing, when the cassette was attached, the pump alarmed "cassette not attached properly." The root cause was found to be the inoperable dso sensor. The dso sensor was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms, reinstall cassette displayed. Pump does not recognize cassette. No patient injury/involvement reported.